Event description:
It was reported that the customer heard the insulin pump make a noise like it was rewinding but it was not. The customer's blood glucose level was 238 mg/dl. She believed her insulin pump was not delivering insulin and caused her high blood glucose levels. The customer also reported a crack on the lower left side of the screen. She was getting marks on her neck because, she was not receiving enough insulin. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.